Event description:
Additional information was received from a healthcare provider via a company representative who reported that the cause of the pump pocket feeling hot was not determined. No granuloma was found, and they were not able to confirm a cause for the patient¿s withdrawal symptoms. A dye study was done to confirm no issues with the pump or catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient regarding an implanted infusion pump for intractable spasticity. The pump was used to deliver gablofen (baclofen). It was reported that the patient was currently in the emergency room (ER) complaining of withdrawal symptoms. The pump was refilled on (B)(6) 2025 and that night the patient woke up and felt that the pump pocket site was hot and continued to feel hot. The patient started to feel withdrawal symptoms after that. It was verified that the patient was not feeling hot from the pocket at the time of this report. The pump was interrogated that it was verified that there were no stalls, no alarms, and everything with the refill report looked normal. The rep asked if the pump could heat up. Technical services reviewed information. The rep stated that the ER doctor was not trained on the pump and could not verify the volume of the drug in the reservoir. The patient was going to the managing hcp on (B)(6) 2025 to have the pump checked. The ER was going to do a computed tomography (CT) scan with contrast to check for a possible granuloma.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 16-aug-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.